Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5c would not stay closed. The field service engineer (fse) found the inseparable was broken in two parts, preventing the drawer from remaining closed. The inseparable was replaced, and all cables and wires were reseated. The station was rebooted, and functionality was verified in the hardware test application, which completed successfully. The application was launched, and the escort was able to recover and access the pyxis system. Functionality was tested and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 5c drawer would not stay closed and displayed the message indicating that mechanical maintenance was required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 5c drawer would not stay closed and displayed the message indicating that mechanical maintenance was required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.